Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed lost sensor. The blood glucose reading was 421 mg/dl. The customer stated that she did not have the device connected the night prior and that she had treated the blood glucose. She observed that the device was not communicating with the transmitter. The customer's phone was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.